Event description:
During an ercp, the surgeon attempted to backfeed a .035 hydrajag into a 10 x 60 mm wallstent and wire shed outer covering making it impossible for the nurse to use that wallstent. A second 10 x 60 mm wallstent pulled and tried to feed into already implanted wallstent snagged on wallstent and was unable to advance.